Manufacturer narrative:
The lot number of the device was not provided. Concomitant medical products: wavelight, sn (B)(4); femtosecond intralase, sn (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported of a suction loss on the right eye (od) of a female patient during surgery with an intralase patient interface (pi) after the laser fired. It was reported that the surgery was completed successfully. There was no loss of best corrected visual acuity (bcva) reported and no surgical intervention was required. The patient's preoperative refraction measurements for the right eye were 20/20 bcva, sphere -5.75, cylinder -.25 and axis 46. For the left eye, 20/20 bcva, sphere -6.25, cylinder -.50 and axis 25.